Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Multiple attempts were made by tandem technical support to obtain further information regarding the customer and event but none was provided.